Event description:
It was reported to vyaire medical that the vela ventilator was not delivering vt (tidal volume) during patient use. The patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and set the ventilator up per manufacturers specifications. The system was ran for 2 hours and all results were found to be within manufacturer specifications. Delivered volume test and monitored volume test were performed and passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.